Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated shorting/low impedance in the battery. Hybrid analysis revealed that the device was fully functional and operated under normal current drain when powered with an external supply. Since there was no evidence of a high current drain condition, and no hybrid anomalies were observed. Battery analysis revealed that adjacent to the exposed cathode tab. Plated-lithium extended from the breached opening and touched the cathode tab. Based on this analysis, the premature battery depletion resulted from an internal lithium-plating short. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory showed the battery is a pproaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a power on reset occurred and the device battery voltage was indicated to be unexpectedly low. The device was explanted. No patient complications have been reported as a result of this event.